Manufacturer narrative:
Device evaluated by MFR: pending evaluation.

Event description:
It was reported that during surgical use, the surgeon back slapped the broach handle and hit the version handle causing it to break off at the threads. No parts were lost. Nothing fell into the wound. The patient wasn¿t effected. There was no delay to the case. We opened another set to use another version handle. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Section h10: h3: based on historical complaint investigations, the returned device, and the reported event, the broken retroversion handle reported was likely the result of the surgeon accidently impacting the retroversion handle while backslapping the modular broach handle, leading to ultimate failure of the retroversion handle. Section h11: the following sections have corrected information: h6: component code: 4721, rod/shaft.